Event description:
It was reported that the hcp planned to do a catheter revision for an unknown catheter issue. No patient symptoms were reported. The type of medication, concentration, and daily dose administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.